Event description:
St. Jude malfunctioning ICD lead. The lead was explanted. There was exteriorization of the high voltage conductors just proximal to the distal coil, slightly outside the outer insulation. Another lead was implanted. The patient did well. Following implantation of a new lead, the patient was observed overnight and discharged.